Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that he had stitches from an unrelated injury and that the garment was rubbing against the stitches, causing the scabs to be removed and the incision to bleed. The patient's physician helped the patient adjust the fit of the garment so that it would not rub on the stitches. Follow-up indicated that the stitches and the incision were healing.